Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in high, out of range pacing impedance (great then 3,000 ohms), high, out of range shock impedance (greater than 200 ohms). There was an episode of inappropriate anti-tachycardia pacing (atp) due to noise on the right ventricle channel. Additionally (rv) pacing threshold measurements could not be performed successfully. A technical service consultant recommended a lead revision in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient is currently traveling across africa and is currently unreachable. The device remains implanted. Additional information was received that this right ventricular lead (rv) was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. No adverse patient effects were reported, besides surgical intervention.